Event description:
During the patient's followup, on 8th august 2022, the physician reported to be unable to interrogate the device. Several error messages were reported (communication error, standby mode, device reinitialization). Based on the length of time that the device has been implanted the hospital made a clinical decision to box-change the device.

Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ - upon reception, the device was interrogated and found in standby mode. The device stimulates and detects normally in standby mode. - during analysis of the returned device, the device could not be initialized due of the external ram; - in depth investigation concluded to a failure of the external ram integrated circuit (ic); - such failure is rare but inherent to ic technology.